Event description:
It was reported that an ilet device sustained a cracked touchscreen, likely from accidental impact while attached to clothing, resulting in a nonfunctional display and inability to unlock or perform meal announcements. Symptoms included no injury to the user. Outcomes included loss of device functionality and loss of water resistance, with replacement required. Investigation included complaint review and user interview. Investigation of this case revealed physical damage to the screen consistent with external impact and unavailability of device functions tied to the touch interface. It was concluded that the event was due to physical damage and not a device malfunction, and that continued use would be inappropriate without replacement.